Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was use. During pre-mapping the sheath was leaking blood from the hemostatic valve. The dilator was reintroduced into the sheath, but this did not resolve the issue. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.